Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a keypad anomaly. The customer stated the numbers on their keypad was scrolling when they were trying to input their carbohydrates. Customer's blood glucose was 350 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.